Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation the battery cell voltages were mis-matched at -3.601v, 3.935v, and -0.881v. The cause for the inability to charge in a charger or power on a monitor is the excessively discharged cell. The root cause for the discharged cell cannot be positively identified. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.

Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) male patient's battery would not charge. The patient was contacted and issued a replacement battery pack.